Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a myocardial infarction coincident with automated peritoneal dialysis (apd) therapy. On an unreported date within the same month as the receipt of this report, the patient was reported to be in the hospital for a myocardial infarction (mi) and another indication. The date of hospital admission was not reported. Treatment was not reported. It was reported that the patient was connected to the homechoice device at the time of experiencing the mi. The outcome of the mi was not reported. At the time of this report, the patient had been transferred to a rehabilitation center and was still admitted there. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.